Event description:
Baxter reported an infusion pump that failed to deliver propofol to the patient. The patient was admitted to the hospital in 2005 due to "fall at home". The patient suffered from internal bleeding: intra central and acute subdural. Two colleague triple channel pumps were set up upon admission. One pump was infusing noradrenalin, sufenta, and propofol. The other pump was set up with cordarone, which was discontinued on the day two. Propofol was in a bottle and was given via a solution administration set, emc9611. The propofol infusion was primary and the rate was being adjusted, 2ml/hr or 5ml/hr at start. On the reported event date, the propofol infusion was being delivered at rate of 10ml/hr and different nursed were reported to be monitoring the patient. As the pump did not give any alarm, the nurses thought that somebody else had changed the propofol bottle, since it was full. However in the evening, the pump alarmed twice indicating that the dose had completed. The pump indicated that 50ml had delivered, however, the level in the propofol bottle was "the same". Reportedly, it was discovered that from 1am to 8pm (19 hours) nothing had infused. The pump had not given any alarms. The nurse checked the infusion, flushed "cvk", and gave the patient a bolus at a rate of 500ml/hr, amount unspecified. The nurse watched the drip chamber and noticed only 3 drops. The nurse administered another bolus and the pump alarmed. The nurse then changed the infusion set and discovered that the part of the tubing that had been inside the pump channel was twisted. After the IV set waschanged, the pump was reported to be running fine. The nurse observed that the patient had open eyes, but it was not able to make contact with him. The patient expired three days later. The nurse believed "the fact that the patient had not received the propofol had no relation to the death of the patient, as the patient was ill already prior to his fall at home". Though requested by baxter, no additional information was provided regarding whether or not an autopsy was performed, the patient's status and neurological assessment upon admission, concentration of propofol, channel involved, rates and concentrations of noradrenalin, sufenta, and cordarone, the patient's status or vital signs prior and after the event, medical intervention, the primary and secondary causes of the patient's death, and set up of the infusion device.

Manufacturer narrative:
The colleague infusion pump is expected to be returned for investigation. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The IV set involved in the incident, product code emc9611, lot #05e18v362g, was evaluated. The IV set segment, which was inserted inside the pump mechanism, showed the normal indentation of the segment that happens during the pump administration of the solution. No twisting on the tubing was found. Functional test was performed and the IV set was found to be function normally and no defects were found.